Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ chronic low back pain. It was reported that sometimes on the controller when it's turned up when walking, it would go down to when it's laying down. Patient stated she had pain because the neurostimulator (ins) was not recognizing the correct position. Patient stated she sometimes had pain even when the position was correct. It was reported stim was on. It was confirmed therapy was on and as was enabled. Patient stated that the position displayed laying when she was sitting. No further complications were reported/anticipated.